Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 378 mg/dl. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin did not exit. The customer stated that they have a plunger available. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing. The customer reported that insulin seem to freely flow. The customer was advised that we are sending replacement reservoirs.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.